Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician made several unsuccessful attempts to implant the lead. Subsequently the sheath and lead were "severely used" and the implant was abandoned. The procedure was completed with a replacement lead, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.